Event description:
It was reported by the customer that the realize band injection port became disconnected from band tubing. A surgery date has not been schedule to address the issue.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted.